Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan.this submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. MDR retraction: the initial MDR with manufacturing report number (3003442380-2025-14843), was submitted on 10 oct 2025. However, based on the investigation results done on 20-jan-2026 and clinical review done on 23-jan-2026, it was found that the serious injury was not related to infusion set and there is no allegation on the infusion set. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2025 patient reporting an infection at his infusion site, describing a red circle with a painful bump in the middle that hurt when touched. He inquired about temporarily switching to oral carbidopa/levodopa until he felt comfortable using the cannula again and asked for advice on treating the potential infection, stating that the red circle with a central bump had persisted for a week, causing pain when pressed or when it rubbed against bedding. No further information available.